Event description:
Customer reported when changing battery, finding corrosion in the compartment. After changing batteries, device was stuck in control lock. Customer previously ran controls. A request was made to return product, however, replacement was declined.